Event description:
It was reported that the device would not charge and would persistently display the "connect electrodes" message. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector assembly, and then observed proper device operation through functional and performance testing. The device was placed back into service.